Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. Final analysis found a complete lead returned for analysis in two pieces. External insulation abrasion was noted from 14.6 cm to 15.2 cm from the connector pin, consistent with friction against another implantable device. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The lead was removed and replaced on (B)(6) 2018. The patient was stable post-procedure.